Manufacturer narrative:
Correction: date of birth should have been (B)(6) 1977.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital with left ventricular lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.